Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated "its wacky"; pt clarified they tried to charge their ins last night and they sat for 1 hr 20 min and nothing happened. When they checked the ins battery nothing had changed. The controller battery decreased from 100% to 80% but the ins had not incremented. Pt had excellent charge quality. Pt mentioned the controller screen is crazy and there are multiple screens overlapping. No symptoms were reported.  Pt called back stating they were continuing to have trouble with the equipment. Pt will start an ins charging session with 100% battery to the controller and either 30% or 40% to the implant battery; pt will get the implant battery to 60% and the controller battery would be depleted. It also took the pt 1 hour and 20 minutes to charge their implant from 60% to 80% battery. Pt said the medtronic device was not working the way it should be and the rtm paddle gets really warm almost hot. Pt noted they had problems for month now and ever since they got the other stuffed replaced it never worked properly for they could never get the implant battery to 100%. Patient services (pss) advised pt to contact their healthcare provider (hcp) and manufacturer representative (rep) if a new recharger telemetry module (rtm) did not resolve the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.